Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulties occurred. The physician was performing an embolization of the gastric varices located in the abdomen with the use of a direxion hi-flo microcatheter. The physician was using a technique with glubran mixed with lipiodol. Instead of slowly withdrawing as injecting, the catheter was kept stationary. Due to the stasis of the catheter, the catheter became stuck in the patient and a lot of force was necessary to remove it. No patient complications were reported and the patient status was stable.